Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she was vomiting with her blood glucose (bg) read between ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) to 44 mmol/l (793 mg/dl) and that she had to be hospitalized with diabetic ketoacidosis. She gave herself a correctional bolus of insulin but was not able to lower her bg levels. The pod was worn between 36 and 48 hours on the abdomen. At the hospital she was placed on an intravenous therapy of insulin and antibiotics. She stayed in the hospital for 2 days before being released.

Manufacturer narrative:
The returned device was evaluated and found the cannula assembly fully deployed. Inspection of the device did not find any issues with the fluid path that would result in high blood glucose levels.